Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance due to low blood glucose with blood glucose of 36 mg/dl at the time of the incident. The customer was at 20 mg/dl at the time of admission. The customer used food, glucose tablets, and soda to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller reported the pump over delivered. The caller reported they got a motor error and the drive support cap was flush. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.